Event description:
Addition of patella component. This event occurred outside of the us, in the (B)(6).

Manufacturer narrative:
There was no allegation of a product problem against the implanted devices.